Event description:
It was reported that during device replacement, physician noticed isolation damage. All measurements were in range. The lead was capped and replaced. The patient was in a good state of health after the procedure.

Manufacturer narrative:
(B)(4).